Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported power supply indicator is not functioning and reports error code keyboard key is not functioning issue. The manufacturer¿s field service engineer (fse) replaced the (led) light emitting diode, and cable assembly flex circuit to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported the power supply indicator is not functioning, and reports error code keyboard key is not functioning issue. There was no patient involvement.

Manufacturer narrative:
G4: 19feb2020. B4: 26feb2020. The led (light emitting diode) circuit panel was returned for failure analysis. Visual inspections of the led circuit panel revealed evidence of broken traces. The broken traces will create the main indicator not to illuminate. Physical damaged resulted in led circuit panel damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.